Manufacturer narrative:
Due to character limitation in e1 event site name and the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had helium loss. There was no patient involved.

Event description:
It was reported by customer that while preparing the device, cardiosave intra aortic balloon pump had helium loss. There was no patient involvement and no injury .

Manufacturer narrative:
Updated fields:b4,b5,d8,d9,e1(event site email address) g3,g6,h2,h3, h6 (type of investigation, investigation findings and investigation conclusions),h11. Corrected fields:d10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction.the fse replaced the high pressure helium regulator after determining that it was defective.the fse also replaced the regulator housing bushing.the unit was functionally tested and the test run was okay.the following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept.(fat) wayne.the failure analysis and testing dept.received part high pressure regulator with a reported unit failure of a helium leak.the failure analysis and testing dept.performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept.installed part high pressure regulator into the cardiosave test fixture and tested the regulator to factory specifications per the cardiosave service manual.the fat dept.verified the complaint of a helium leak.the fat observed the helium leak in diagnostics. The helium regulator failed testing.retaining the helium regulator in the fat dept.per procedure .